Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the patient experienced low blood glucose (bg) of 30mg/dl with no signs or symptoms of hyperglycemia associated with a potential inadvertent infusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, a dog was chewing on the pump and the patient's bg dropped from 180mg/dl to 30mg/dl. The dog reportedly chewed up the pump's keypad. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with misuse of the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box indicated that the pump was manually suspended on (B)(6) 2015 and deliveries were never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. Investigation revealed that the keypad cover was torn at the up arrow and ok keypad buttons. All keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The returned cartridge and battery caps were both damaged. The returned cartridge cap was still able to attach to the pump. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint indicated that the damage was associated with use error of the pump, as a dog had chewed on the pump at the time of the alleged keypad issues.